Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (12 mg/ml at 1.223 mg/day) via an implanted pump. The hcp reported that the patient had an MRI around 4 pm yesterday and when she interrogated the pump today, it showed the pump was still stalled. The patient had not heard an alarm and was not experiencing any symptoms. The hcp reinterrogated the pump and it showed a motor stall recovery. The hcp wanted to know if the pump had just recovered. Telemetry mode was explained to the hcp. She indicated that she understood. The issue was resolved.